Event description:
It was reported that the patient has expired. Ten days prior to the patient's death it was reported that the right ventricular (rv) lead perforated the myocardium and the patient was experiencing cardiac tamponade. A lead replacement was planned but never initiated. The patient expired on the implantable pulse generator (ipg) system. A cause of death was requested but remains unavailable.

Event description:
It was further reported that the patient expired due to natural causes of hypertensive cardiovascular disease. Contributing factors were noted to include "complications of pacemaker implantation and revisions for heart block."

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2015. Of note, the reportable serious injury of perforation and tamponade is normally submitted via a bimonthly medwatch report submission that would have been due on 2015-06-10. Information was subsequently received on 2015-04-24 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).